Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was able to be used successfully for inflation. During withdrawal, however, it was noted that the black rx tunnel detached and got stuck in the working channel. The rx tunnel was then pushed inside the pancreatic duct of the patient when the next device was advanced over the wire. The tunnel was still on the wire, so the physician removed the wire in order to remove the tunnel from the patient. The physician then removed everything and started over with a sphincterotome and wire. The procedure was completed using spyglass to remove the pancreatic stones. There were no patient complications reported as a result of this event.